Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2026-00008, 2245270-2026-00009. Since we did not receive the faulty sample, an image showing the defect, or any additional information, an investigation is not possible. Therefore, the reported error pattern can neither be verified nor disproved. However, since the catheter is flow- and leak-tested during production, we do not believe this issue is manufacturing-related. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. Unfortunately, the customer did not specify if a water-based or alcohol-based disinfection was used. A review of the component batch history records was performed, and no deviations were found. Each catheter undergoes flow and leak testing during production. The batch complied with its specifications and was released accordingly. A two-year review of vygon USA's complaint data reveals this is the second complaint recorded for lot 24g002d regarding leaking and cracked catheters. Corrective action: due to the missing sample and further information, the root cause of this issue could not be identified. Therefore, no further corrective action was initiated by quality management. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Event description:
Leaking PICC catheters. Lines were removed. No specific dates tied (incidents since july 2025 per account).

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2026-00009. Although the malfunctioning devices will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leaking PICC catheters. Lines were removed. No specific dates tied (incidents since (B)(6) 2025 per account).